Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a sudden increase in pacing threshold measurements several days post-implant resulting in loss of capture (loc) for approximately 10 minutes. During the period of loc, an intrinsic rate of approximately 30 bpm was observed. Despite this, no syncope or other adverse patient effects were observed. A device check was performed and measurements were found within normal limits and x-ray of the patient's system found no anomalies. The observed loc could not be reproduced during provocation testing. No adverse patient effects were reported. This system remains in service.